Manufacturer narrative:
As the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified right coronary artery (rca). The lesion was predilated with a 3.0mm non bsc balloon and then a 2.50x28mm taxus liberte stent was advanced to the rca but was unable to cross the lesion. The device was removed from the patient and it was noted that the proximal portion of the stent was flared. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".